Event description:
The patient had apparently heard the pump alarm last week and had been admitted to the hospital with what is now believed to have been withdrawal symptoms. The hcp reported a motor stall message occurring on the pump, reading the pump logs. " it appeared that the pump had stalled and started numerous time up until 2005 at which point the 'stopped pump period may exceed tube set ' alarm occurred with no subsequent recovery messages since then." The hcp was unable to update the ppump with blous information. The hcp has scheduled the patient for a pump replacement.